Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2019 with the following findings: a review of the pump history showed frequent low battery warnings and replace battery alarms. The pump electrical current draws were high. Moisture was visible in the display. The battery compartment was cracked. The pump leaked at the battery compartment. The pump was opened, and moisture damage was found on the printed circuit board. The alleged short battery life was due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged the battery compartment was cracked, with no damage to the battery cap. There was also moisture alleged behind the display. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.